Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Product 1 of 2. Reference manufacturing report number: 3006705815-2019-00054. It was reported that the patient had a fall and the leads migrated to the ipg pocket. The migration was confirmed with x-rays. The patient underwent surgical intervention (B)(6) 2018 and the physician could not replace the leads due to scar tissue (reference manufacturer report number: 3006705815-2019-00052). As a result, the patient may undergo an additional surgery to replace the leads in the future.